Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 25mm 8300ab intuity valve in the aortic position exhibited progressively mild-moderate pvl starting from implant duration of 5 months. After an implant duration of three (3) years, six (6) months, the patient exhibited moderate stenosis with moderate-severe pvl. The patient presented with dyspnea on exertion and fatigue. The patient underwent valve-in-valve intervention after an implant duration after four (4) years, one (1) month. The patient had persistent dyspnea on exertion and early fatigue secondary to persistent pvl. An amplatzer plug was placed 4 months after tavr. Then 5 months after the amplatzer plug was placed, the patient underwent redo-avr resulting in the implant of a 27mm 11500a inspiris valve.